Event description:
Prolonged priming of blood tubing. Malfunction of blood set tubing. Blood set tubing removed from package and spiked with blood product (packed red blood cells), chamber filled, tubing would not prime. All clamps were verified by two nurses as open. Packed red blood cells were placed on pressure bag and priming was slow (this process took mins when normally only takes seconds) IV tubing was removed and replaced. Second set of blood set tubing primed without issue.